Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
Valve misfunction. After a radiological examination (MRI 3 tesla) the device was no longer working properly. They could not set it. Surgery to replace the valve body. No patient consequences.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. Subsequent to that report, the device was returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected; no defects were noted. The position of the cam when valve was received was 200 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial number 4031, the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested at a 200 mmh20, the valve failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets failed. The magnets polarity was controlled failed all magnets were on (+). Review of the history device records for the valve product code 82-3101 with lot cgnb7w conformed to the specifications when released to stock on the 12th december 2006. The root cause for the problem could be due to the biological debris found on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The abnormal polarization of the valve was probably caused by an exposition of a too strong magnetic field. Further details in chpv MRI testing conducted per research report. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.